Event description:
Related manufacturer reference number: 3006705815-2021-06516. It was reported that patient experienced a burning sensation at their ipg site and down their leg during an MRI scan. The system was confirmed to be in MRI mode by a manufacturer representative. There were no visible signs of injury or burns and the ipg was not warm following the procedure. Diagnostics revealed all normal impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.